Event description:
It was reported that a pump alarmed no disposable pump won't run, unresolved, no troubleshooting rate 2.0, reservoir volume 7.8, given 82.2. The patient was not affected. Again it was reported that the pump was alarming no disposable won't run. The alarm was silenced, reviewed pump settings and verified medication. Advised to power pump off and clamp tubing closest to port. Medication was stopped. It was reported again that the pump is alarming no disposable. Silenced alarm, reviewed settings and closed the clamp. Removed the cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette, opened the clamp and started the pump. Pump is running. It was reported again that the pump is alarming no disposable. Silenced, reviewed settings and powered off the pump. Explained that because of the air bubbles in the line the alarm will likely continue. There was no patient injury reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 6500 h4: correction: device manufacturing date: 26-nov-2008.